Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during initial drain of peritoneal dialysis therapy. The patient stated that they connected to the patient line with air and started therapy. The technical service representative advised the patient not to connect when air bubbles were in the patient line. The patient did not know the cause of the air. There was no patient injury or medical intervention associated with this event. No additional information is available.